Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the hospital for dialysis when a heart rate of 30-40 beats per minute was observed. Device interrogation revealed that the pulse generator was in backup vvi operation. The device was explanted and replaced on (B)(6) 2015. No further information was available.

Event description:
New information indicated that the patient's condition was normal.